Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('2 co-workers have laparoscopic hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced migraine ("I worker done it because she would have migraine really bad") and blindness transient ("lose her eye sight when she started her period"). The patient was treated with surgery (2 co-workers have laparoscopic hysterectomy (full/partial)). Essure was removed. At the time of the report, the medical device removal and migraine outcome was unknown. The reporter considered blindness transient, medical device removal and migraine to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: blindness unilateral and migraine". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('2 co-workers have laparoscopic hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced migraine ("a worker done it because she would have migraine really bad") and blindness transient ("lost her eye sight when she started her period"). The patient was treated with surgery (2 co-workers have laparoscopic hysterectomy (full/partial)). Essure was removed. At the time of the report, the medical device removal and migraine outcome was unknown. The reporter considered blindness transient, medical device removal and migraine to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: blindness unilateral and migraine". Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.